Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 143 and 215 mg/dl (these first two results was from "code 8 strips), 175 mg/dl (this result was from "code 9" strip). Tests were done within 10 minutes. Patient reported that their "strip result 78 (68-90)" and "code 8=143 and 215 mg/dl. Code:9 exp: 01/04=175 mg/dl." Patient did not experience any adverse events. No further information has been reported.